Event description:
During use of the device for a cardiopulmonary bypass procedure, the user observed "red x 's" over their icons on their perfusion screen. As a result, their roller pumps were disabled. The user had to handcrank occasionally throughout the procedure. The user also reported the heart lung console repeatedly asked for the o2 sensor to be calibrated. The user employed a portable o2 tank to control the gas flow. Once the user turned off the gases on the system, they did not experience anymore shut downs of the pumps. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.